Event description:
Pt hospitalized for hyperglycemia. On 09/10/1999 pt had high blood glucose readings, bolused insulin but blood glucose continued to rise and she began to vomit. Went to the hosp, placed on IV insulin drip. The pt stablized and returned to pump use. Pt reported that when she removed the insulin set on the evening of 09/10/1999, it had a strange "s" shape.